Manufacturer narrative:
On november 17, 2020, mentor became aware that the right breast implant was not ruptured and that both the right and left breast implants were removed intact. However, the patient also suffered bilateral breast pain and bilateral capsular contractures (baker grade iii), post-procedure. The left breast complications will be reported under mrn: 1645337-2020-15361. Reason for device explant and/or reoperation: breast pain, capsular contracture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, breast pain. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast augmentation revision with a 385cc mentor memorygel breast implant on the right side, suffered right breast pain and right breast implant rupture, post-procedure. The rupture was diagnosed via MRI. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.